Event description:
The issue involves functionality within labotix rrush (asc - automation system controller). As specimen tubes are moving around the track and encounter rough movement as they go through gates, specimen can splash on various areas of the track. This could cause a biohazard situation or cross-contamination of specimen. There is only one site currently utilizing this cerner cabotix solution. Cerner has not received any reports to date of patient injury or death in relation to this issue.

Manufacturer narrative:
(B)(4). This report documents information related to an issue reported in association with functionality included in labotix rrush (asc - automation system controller). Cerner has made changes to the gates to ensure that there is a smoother transition between the tracks to eliminate the splashing during the specimen transport cycle. Cerner (B)(4) is implementing software and hardware modifications to address this issue. Cerner is contact with the client regarding the resolution of the issue and provided formal notification of the issue on 10/13/2013. Cerner corp will provide a follow up report when the modification is fully implemented.